Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the reported melted/thermal damage. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the permanent cautery spatula (pcs) melted at the distal part of the shaft near the instrument wrist (insulation electrical issue). A back up instrument of the same kind was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. The permanent cautery spatula instrument was found to have a broken pitch cable. The instrument was found to have thermal damage to the proximal clevis. Further evaluation found the permanent cautery spatula instrument had a broken conductor wire at the distal end, around the same area as the proximal clevis thermal damage. The instrument failed the electrical continuity test. No thermal or insulation damage was found to the conductor wire at the weld location. The instrument was found to have thermal damage to the distal clevis and the distal pulleys. Thermal damage was also found on the monopolar yaw pulley and conductor cap. Additionally, the permanent cautery spatula instrument had a frayed pitch cable at the distal clevis hub.

Event description:
Refer to h10/h11 for follow-up information.